Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventrio st (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery as a result of small bowel obstruction and adhesions. No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. The actual date of event is unknown, as reported by the patient's attorney "(B)(6) 2015", therefore we are using (B)(6) 2005 as a date of event; however, it is unclear from the information provided if the bard/davol ventrio st (device #2) implanted on (B)(6) 2015 was pre or post surgery for bowel obstruction and adhesions. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 or (B)(6) 2015 the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) or an unspecified bard/davol ventrio st (device #2). On (B)(6) 2015: the patient underwent surgery as a result of small bowel obstruction and adhesions. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol ventrio st (device #2). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿